Manufacturer narrative:
Additional information: the stent was inspected with no issues noted prior to entering the patient's body. The device was attempting to pass a lesion when positioning difficulties occurred; the device could not reach the desired location. When the device was removed intact it was also inspected; it was noted that a stent strut was raised. They aborted the procedure and didn¿t attempt another stent. Only poba was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a calcified lesion in the left circumflex artery. It is reported that the stent was damaged during positioning. The device was removed intact. No patient injury is reported.